Manufacturer narrative:
As no lot no. Was provided we have inspected the dhf of all lots supplied to the hospital including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The patient was not able to comply with the post-operative instructions. The fracture went on to heal in a good position, with a congruent joint. No revision surgery required. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is report 1 of 5.

Event description:
It was reported that a quadrilateral plate and a curved plate was implanted and in total 3 screws backed out. The patient was elderly, with poor quality bone and they had been mobilising, weight bearing fully against instruction. This is report 1 of 5.